Event description:
It was reported that the zimmer electric dermatome hp fever before the surgery. There was no patient or operator harm reported and no delay reported. Upon completion of the investigation it was found that the device motor had low rpms that were out of specification. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number : (B)(6). The investigation is complete. Review of the most recent repair record determined the unit had low rpms. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.